Manufacturer narrative:
A ge svc rep performed an on site investigation. The sys software was upgraded, and the interconnect cable and the monoblock card were replaced. The power supplies were adjusted. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys intermittently displayed a communication failure error message, and would not boot up. No pt injury was reported.